Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During atherectomy of the sfa, the physician loaded the turbohawk ss-c device onto a .014 wire, but did not have the tip of the device in the closed position, lining up the black wire lumen so when the device was loaded onto the wire, the wire exited through the distal cleaning mouth as opposed to the wire lumen as intended. The physician then inserted the device into the patient and delivered the device to the lesion. The lesion was a complete occlusion of the distal sfa. The device passed through the occlusion so the physician began cutting. He passed the device through the occlusion 3 times then took a picture. Upon visualization the physician realized he had a perforation at the treatment site. When the pulled the device out of the patient he realized that it was improperly loaded. In order to control the perforation the physician tried balloon dilatation and ultimately placed a stent over the area to seal the perforation.